Manufacturer narrative:
No case logs were available for evaluation. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that while using the excelsius gps system, the case was aborted due to robotic error, and screws were then placed without robot.